Manufacturer narrative:
Initial.

Event description:
It was reported that after filling a new cartridge for the ilet pump, insulin was observed leaking from the bottom of the cartridge; the user then filled another cartridge and overfilled it, and the affected component was the reservoir/cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the seal of the reservoir, consistent with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.